Event description:
A customer contacted baxter's (B)(4) and reported that one of her bags became disconnected during dwell. The technical service representative (tsr) assisted the home patient (hp) to end therapy and remove the cassette. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient notified her of the bag becoming disconnected. The patient did not report any defects. The nurse stated that the patient discarded supplies and started over with new ones. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. A batch review will not be performed because the lot number is unknown. A follow-up report will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a connection issue - disconnection of a supply bag, was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Labeling review found the labeling adequate for the potential user error identified in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.